Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aortic neck had minimal angulation and the vessels had moderate calcification. The patient's conical aortic neck measured 25 to 27 mm diameter and 30 mm in length. The device was implanted upon final angiogram, there was a type I endoleak. The physician elected to model the stent graft with a reliant stent graft balloon; however, the endoleak did not resolve. The physician placed another manufacturer's stent and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.